Event description:
Related manufacturer reference number: 2017865-2024-00849, related manufacturer reference number: 2017865-2024-00852. It was reported, that the patient presented for a follow-up in clinic. It was noted, that the implantable cardioverter-defibrillator, right atrial and right ventricular lead eroded. The whole system was explanted. The was in stable condition.

Event description:
New information noted an infection was noted by swelling and redness.

Manufacturer narrative:
A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.